Event description:
The customer reported an increased number in flu b positive results (12 positive results).

Manufacturer narrative:
B5 was updated to correct that the number of samples initially reported as suspect was 12. E1 updated with email address. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run involving sample identification (sid) listed in the ticket, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no potential amp plate carryover risk for any sids in this investigation after reviewing the plate mapping analysis. No abnormal amplification curve was identified, and the assay is performing as expected with correct interpretations. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 522687 is performing outside of established design performance specifications according to the amplification curves. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 522687 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed in to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 522687 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 522687. Complaint history review a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 522687. The complaint history review identified 5 additional complaints related to the reported complaint for the alinity m resp-4-plex amp kit (list 09n79-090) lot 522687. One ticket was non-elevated and closed as the complaint appeared to be an isolated incidence, and the customer was satisfied with the troubleshooting performed. The remaining 4 tickets are currently being independently investigated. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 522687 was not identified.

Event description:
The customer reported they had received a series of false positive results for flu b on heir alinity m resp-4-plex assay. The customer reported an increased number in flu b positive results (5 positive results). The customer re-tested the samples and the results were negative on an unknown platform. The customer reported that all of the samples, except for 1, had been validated and therefore had been sent to the hospital before any correction. The customer confirmed there had been no major impact on the management of these patients since it was mainly systematic screening and they would have no feedback from the clinicians for these results. Therefore, there was no impact to patient management was reported due to this observation. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Initial MDR submitted under 3005248192-2021-00526 on 1/5/22. After submission sent on 1/5/22, it was identified that the manufacturer reporter number should have been updated to numbering for 2022. This submission is being sent to document event as MDR number with an awareness date of 1/5/22. All information has been duplicated between the two submissions. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.